Event description:
The cautery was being used for the first time in this case. The cautery pencil would not turn off when the button was released. It was removed and replaced with a new cautery pencil and tip. Pencil was part of an or pack. Cautery pencil was from a different manufacturer. No lot #'s on the pencil itself.